Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately nine years ago. Aneurysm from the time of implant is unknown. Vessel morphology at the time of implant is unknown however the iliac limbs are crossed. Currently the vessel morphology is reported as the proximal aortic neck is 21-25-27 mm in diameter over a 10 mm neck length, mild angulation, less than 30 degrees and the iliac arteries were severely to angulated. It was reported that six years post index procedure the patient had a secondary procedure to treat a 5 cm migration of the bifurcated stent graft. The migration resulted in a proximal type I endoleak. An aneurx aortic and proximal to that a talent aortic cuff was implanted to resolve the migration and type I endoleak. Three years later the patient presented emergently with a contained abdominal aortic aneurysm rupture. The CT demonstrated that there was a proximal type I endoleak and a type iii endoleak, separation. The type I endoleak was due to disease progression of the aortic neck. The type iii endoleak was between the aneurx bifurcated stent graft and the aneurx contralateral limb due to the severe tortuosity of the iliac limb. An endurant aortic cuff was implanted 3 mm below the renal artery to treat the proximal type I endoleak, however seal was not achieved. A reliant balloon was used to model the stent graft, however the balloon ruptured on the 3rd inflation. Another endurant aortic cuff was implanted 33 mm below the renal arteries, but seal was still not achieved. The physician attempted to remodel the second endurant cuff was another reliant balloon, however on the 2nd inflation the reliant balloon ruptured. The next angiogram revealed that the previously placed talent aortic cuff appeared to be rotated 90 degrees, causing a perforation on the aortic. The off-rotation of the stent may have resulted in the rupturing of the reliant balloons, since both were inflated according to the IFU. The cause of the distal end of the stent graft being non-parallel to the aorta is unknown. The position of the c-bar is unknown. At this point, an endurant 16x24 limb was implanted to successfully resolve the type iii endoleak. Since seal could not be achieved with the endurant cuffs, a talent converter was implanted directly at the right renal artery in an attempt to resolve the type I endoleak; however the leak still did not resolve. The decision was then made to convert the patient to an open procedure. All 9 stent grafts were explanted and discarded by the user facility. No additional clinic al sequelae were reported and the patient is fine. Films were received and their evaluation was completed. The post-implant films showed that the aneurx bifurcate stent graft had migrated into the aneurysm sac; the ipsilateral limb was placed in the left iliac. The contra extension had separated from the contra limb with a type iii endoleak, separation. A talent aortic cuff and an aneurx aortic cuff had been placed within the bifurcate, extending approximately 5cm above the bifurcate. The open web distal end of the talent cuff has minimal overlap with the aneurx bifurcate, and the aneurx cuff has no overlap with the bifurcate. There is an unknown endoleak on the right side near the junction of the bifurcate and aortic cuffs; possible type iii junction, fabric or proximal type I, and cannot rule out a type ii. A limb was placed across the contralateral type iii separation; resolving the endoleak. Two endurant aortic cuffs were placed with the distal end near to the bifurcate proximal graft margin. Post-ballooning an unknown type endoleak was seen near the same location prior to the procedure; it is possible that the previously implanted talent aortic cuff had separated from the bifurcate after the ballooning. The reported "off-rotation" of the cuff could not be confirmed. A converter was implanted and again a similar endoleak was seen on final angiogram. The cause and type of endoleak could not be determined.

Manufacturer narrative:
(B)(4). Evaluation, methods: films. Evaluation, results: inherent risk of procedure (endoleak, surgical conversion to open repair); patient's condition affected effectiveness of device (pre-operative aneurysm rupture and severe angulated iliac arteries); incorrect technique/procedure (use of device for pre-operative aneurysm rupture). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-operative and severe angulated iliac arteries); operational context contributed to event (pre-operative aneurysm rupture and severe angulated iliac arteries).